Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for architect free t4 reagent lot: 53725ud03. There was an increase in complaint activity, however, no related trends were identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the architect free t4 reagent lot: 53725ud03.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 (ft4) results on multiple architect processing module for multiple patients. The one result example provided were: initial result = 21.32 pmol/l /repeated =13.56 pmol/l. Laboratory reference range for ft4= 9.03 to 19.04 pmol/l there was no reported impact to patient management.